Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (majorly surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (majory surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he felt something during my pelvic exam and that may have been a remnant piece of one of the essure device '), pelvic inflammatory disease ('inflamed pelvis'), pelvic pain ('severe/ permanent pain/pain: pelvic'), genital haemorrhage ('abnormal bleeding, (general)') and appendicitis ('appendicitis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she has also never had an hsg to confirm blockage of tubes" and medical device monitoring error "novasure endometrial ablation with essure tubal ligation". The patient's medical history included diabetes mellitus, sleep apnea, thyroid disorder, copd, crohn's disease, hepatitis, lupus erythematosus and cholecystectomy. Concurrent conditions included polymenorrhoea, hypothyroidism (unspecified), irritable bowel syndrome, gerd, depressive disorder, obesity, ovarian cyst, hypokalemia, abdominal pain, hypertension, hypokalemia, dysphagia and metabolic acidosis. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced headache ("headaches"), hirsutism ("hair growth on my face"), mood swings ("mood swings") and abdominal distension ("bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("mental anguish due severe pain, suffering"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), flank pain ("pain: flank"), back pain ("pain: back pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), physical disability ("bodily impairment"), psychological trauma ("psycological injuries"), infection ("infections: unspecified"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation / general damage") and deformity ("disfigurement") and was found to have hormone level abnormal ("hormonal changes: unspecified"). The patient was treated with cefoxitin, doxycycline, metronidazole benzoate (flagyl) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed in 2018. At the time of the report, the device breakage, pelvic inflammatory disease, appendicitis, migraine, headache, dysmenorrhoea, fatigue, anxiety, bladder disorder, urinary tract disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, physical disability, psychological trauma, infection, anhedonia, emotional distress, general physical health deterioration, deformity, hirsutism, mood swings and abdominal distension outcome was unknown, the pelvic pain, flank pain and back pain was resolving and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, anhedonia, anxiety, appendicitis, back pain, bladder disorder, cystitis, deformity, device breakage, dysmenorrhoea, emotional distress, fatigue, flank pain, general physical health deterioration, genital haemorrhage, headache, hirsutism, hormone level abnormal, infection, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, physical disability, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: the essure device was placed in both ostia without difficulty. On the right side there were 3 coils remaining in the uterine cavity on the left side there was 4 coils remaining in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, pelvic pain, menorrhagia, anxiety." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received event: bloating,mood swings , hair growth on my face, he felt something during my pelvic exam and that may have been a remnant piece of one of the essure device were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("inflamed pelvis"), pelvic pain ("severe/ permanent pain/pain: pelvic"), genital haemorrhage ("abnormal bleeding, (general)") and appendicitis ("appendicitis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation with essure tubal ligation" and device monitoring procedure not performed "she has also never had an hsg to confirm blockage of tubes". The patient's medical history included diabetes mellitus, sleep apnea, thyroid disorder, copd, crohn's disease, hepatitis, lupus erythematosus and cholecystectomy. Concurrent conditions included polymenorrhoea, hypothyroidism (unspecified), irritable bowel syndrome, gerd, depressive disorder, obesity, ovarian cyst, hypokalemia, abdominal pain, hypertension, hypokalemia, dysphagia and metabolic acidosis. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("mental anguish due severe pain, suffering"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), flank pain ("pain: flank"), back pain ("pain: back pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), physical disability ("bodily impairment"), mental disorder ("psychological injuries"), infection ("infections: unspecified"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation / general damage") and deformity ("disfigurement") and was found to have hormone level abnormal ("hormonal changes: unspecified"). The patient was treated with cefoxitin, doxycycline, metronidazole benzoate (flagyl) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed in 2018. At the time of the report, the pelvic inflammatory disease, appendicitis, migraine, headache, dysmenorrhoea, fatigue, anxiety, bladder disorder, urinary tract disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, physical disability, mental disorder, infection, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown, the pelvic pain, flank pain and back pain was resolving and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anhedonia, anxiety, appendicitis, back pain, bladder disorder, cystitis, deformity, dysmenorrhoea, emotional distress, fatigue, flank pain, general physical health deterioration, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, physical disability, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: the essure device was placed in both ostia without difficulty. On the right side there were 3 coils remaining in the uterine cavity on the left side there was 4 coils remaining in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, pelvic pain, menorrhagia, anxiety." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-apr-2019: pfs and mr received : reporter information was added. Her demographics were updated. Her historical and concurrent condition was added. Lab data was added. Essure indication was added. Essure insertion and removal date was added. Her concomitant medication was added. Treatment medications were added. Per plaintiff fact sheet: inflamed pelvis, abnormal bleeding, (general), abnormal bleeding (vaginal, menorrhagia), migraines, headache, dysmenorrhea (cramping), appendicitis, fatigue, mental anguish due severe pain, suffering, bodily impairment, humiliation, degradation/general damage, bladder or urinary problems or changes, pain: flank, pain: back, infection (bladder/urinary tract/vaginal): unspecified, infection: unspecified, psychological injuries, hormonal changes: unspecified, loss of enjoyment of life were added. She had recovered from bleeding and recovering from pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he felt something during my pelvic exam and that may have been a remnant piece of one of the essure device'), pelvic inflammatory disease ('inflamed pelvis'), pelvic pain ('severe/ permanent pain/pain: pelvic') and appendicitis ('appendicitis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she has also never had an hsg to confirm blockage of tubes" and medical device monitoring error "novasure endometrial ablation with essure tubal ligation". The patient's medical history included diabetes mellitus, sleep apnea, thyroid disorder, copd, crohn's disease, hepatitis, lupus erythematosus and cholecystectomy. Concurrent conditions included polymenorrhoea, hypothyroidism (unspecified), irritable bowel syndrome, gerd, depressive disorder, obesity, ovarian cyst, hypokalemia, abdominal pain, hypertension, hypokalemia, dysphagia and metabolic acidosis. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced headache ("headaches"), hirsutism ("hair growth on my face"), mood swings ("mood swings") and abdominal distension ("bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding, (general)"), appendicitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("mental anguish due severe pain, suffering"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), flank pain ("pain: flank"), back pain ("pain: back pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), physical disability ("bodily impairment"), psychological trauma ("psycological injuries"), infection ("infections: unspecified"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation / general damage") and deformity ("disfigurement") and was found to have hormone level abnormal ("hormonal changes: unspecified"). The patient was treated with cefoxitin, doxycycline, metronidazole benzoate (flagyl) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed in 2018. At the time of the report, the device breakage, pelvic inflammatory disease, appendicitis, migraine, headache, dysmenorrhoea, fatigue, anxiety, bladder disorder, urinary tract disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, physical disability, psychological trauma, infection, anhedonia, emotional distress, general physical health deterioration, deformity, hirsutism, mood swings and abdominal distension outcome was unknown, the pelvic pain, flank pain and back pain was resolving and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, anhedonia, anxiety, appendicitis, back pain, bladder disorder, cystitis, deformity, device breakage, dysmenorrhoea, emotional distress, fatigue, flank pain, general physical health deterioration, genital haemorrhage, headache, hirsutism, hormone level abnormal, infection, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, physical disability, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: the essure device was placed in both ostia without difficulty. On the right side there were 3 coils remaining in the uterine cavity on the left side there was 4 coils remaining in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, pelvic pain, menorrhagia, anxiety." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Event of genital hemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.